Manufacturer narrative:
Section b3: event date is estimated. A patient experiencing lead fractures was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number:1627487-2023-06035, 1627487-2023-06034, 1627487-2023-06033 it was reported that the patient experienced a double s1 drg lead fracture. The patient noted no longer having adequate therapeutic relief. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's drg system was explanted and replaced with a thoracic scs system. Therapy was restored post operatively.